Manufacturer narrative:
Distributor notified the manufacturer that one surgeon in (B)(6), new to the use of purist device has experienced a higher than expected number of fibula factures with the use of the device that he believes may that the purist device may have contributed. Fractures are an anticipated low frequency potential complication for this type of surgery. This surgeon experienced 3 fibula fractures in 400 cases whereas a more typical frequency based on experience in u.s. And europe of less than 0.2%. Each patient had porous bones. The fractures were non-displaced and required no additional treatment. Manufacturer's representatives followed up with the surgeon and site to confirm that the device was in good working order and to further educate the site on the best approach for preparation of the foot when it is inserted into the boot attachment including the use of the correct size boot to minimize the risk of fibula fracture.

Event description:
Physician reported the following: " I need to report on 3 patients over the past 12 months who have had fibula fractures using the purist and boot. The problem is that the boot does not allow a really really tight fit around the ankle which means that when externally rotating the leg some of that rotation is occurring at the ankle joint."